Event description:
It was reported that during a procedure approximately eight (8) months ago, the needle had fractured and remained in the patient. The broken piece was not discovered until post-operative x-rays were taken approximately one (1) month ago. The patient will undergo revision surgery at a different hospital to remove the broken needle on an unknown date. No other patient consequences have been noted as a result of this event. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D4/h4: it was reported that the exact lot number of the device involved in the event is unknown. However, there are two (2) potential lot numbers of the device involved. These are listed below with their associated dates of manufacture, expiration dates, and udis. Lot number: 359100: device manufacturer date: 03/17/2021. Expiration date: 03/17/2026. Unique identifier (UDI) number:(B)(4). Lot number: 359130. Device manufacturer date: 03/16/2021. Expiration date: 03/16/2026. Unique identifier (UDI) number: (B)(4). G2: foreign ¿ the event occurred in france the customer has indicated that the product will not be returned to zimmer biomet for investigation as it still remains in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.